Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after inserting the multiple syringe needles through the cartridge septum, resistance was felt and it was found that the syringe needles were blocked. Customer changed the needle to resolve the issue. Customer's blood glucose was within range (value not provided).